Event description:
Boston scientific received information that the patient implanted with this pacemaker was experiencing syncopal events. Device interrogation revealed numerous stored ventricular tachycardia (vt) episodes, however the electrograms (egm) could not be viewed. It was reported that the patient has chronic atrial flutter and has numerous stored atrial tachy response (atr) episodes. Boston scientific technical services (ts) discussed the atr episodes may have overwritten the vt episodes. Additionally, ts discussed that the atr episodes may have occurred at the same time as the vt episodes and that the device can only store one episode at a time. The health care professional (hcp) reported the device was operating as expected and the atr episodes were appropriate, but that they were hoping to view the vt episodes to help determine the cause of the syncope. No additional adverse patient effects were reported.

Manufacturer narrative:
Ts discussed programming options to store the vt episodes in order to view the emgs. Records indicate this device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.